Manufacturer narrative:
Concomitant medical products: product ID: cd2311-36 competitor ICD, date of implant: (B)(6) 2013; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance, that the lead had also had variances in its svc coil impedance and that the lead was fractured. The lead was reprogrammed and remains in use. It was additionally noted that the lead is being used off-label. No patient complications have been reported as a result of this event.